Event description:
According to the info received, an end user reported a catheter with missing eyelets.

Manufacturer narrative:
Examination of the returned catheter confirmed the complaint as reported. One eyelet had been stamped on the surface of the catheter, but no eyelets had been punched out on the catheter. Qa reviewed the complaint history and noted this is the first complaint of this lot number to date. Therefore, qa believes this is an isolated incident and does not represent the overall quality of the lot.